Event description:
Boston scientific crm received information that this patient's latitude system detected a red alert (high right ventricular (rv) pacing lead impedance). The local representative was contacted to discuss the event. The clinic nurse had already reviewed the red alert information on latitude's physician web site. The local representative was informed of the large deviations in impedance measurements which included values of 1700-2000 ohms with intermittent data points in the 500 ohm range. The following day, the local representative contacted technical services to report that this patient was seen in the clinic and electrogram noise on the rv channel was observed. The patient was scheduled for an invasive procedure. Technical services discussed troubleshooting testing and made recommendations based on the results of those tests. Technical services was informed that the device had been implanted in a subpectoral orientation. The patient was scheduled for an rv lead revision due to a suspected lead fracture and the physician planned to assess the device during the procedure. The pocket was opened and visual inspection found that the header-casing interface was not loose. A tug test was performed and all of the lead's terminal pins passed testing. A torque wrench was inserted into each of the hex slots and all set screws appeared tight except for the high voltage (distal) set screw. The physician felt that this set screw may have been loose. Device movement did not generate any electrogram noise. The terminal pins were disconnected from the device and diagnostic measurements with a pacing system analyzer (psa) were normal. The physician elected to explanted both the device and rv defibrillation lead.

Manufacturer narrative:
Upon receipt, visual inspection by boston scientific's post market quality assurance laboratory did not identify any abnormalities on the header or device casing. All header set screws moved normally. Review of stored data confirmed the clinical observation of electrogram noise and recorded high rv pacing impedance measurements. While implanted, the device had recorded high rv impedance starting from (B)(6) 2010. All recorded measurements were within the normal range. Rv pacing and shock impedance testing was performed. The recorded values were normal. The device was put through and passed bradycardia and tachycardia therapy testing. The reported clinical observation of higher rv pacing impedance measurements could not be confirmed through laboratory testing. It was concluded that the clinical observation may have been related to a primary lead issue.

Manufacturer narrative:
Further investigation was conducted by boston scientific's post market quality assurance laboratory in (B)(6) 2011. A microscopic inspection of the rv port concluded that the terminal pin of the lead had been fully inserted into the rv header port. Pin gauge testing confirmed that all port diameters were within design specification range; however, the diameter of the is-1 rv spring contact component was found to be out-of-specification. This may have resulted in a suboptimal connection with the lead terminal. However, a lead issue cannot be ruled out as a possible contributor to the clinical observations.